Event description:
It was reported that the pump was refilled prior to pump refill date of 2008; volumes were appropriate. The pt reported, withdrawal two months earlier. No alarms were heard. The pt stated, that it was determined not enough medication was put into pump. The pt status was good.

Manufacturer narrative:
.